Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not seal properly. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend (vse) instrument was returned with the cord cut. Due to the damage, the instrument could not be tested for functionality. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The jaws opened and closed properly. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut. The event is caused partially or wholly by the use of the device including sample handling.